Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts. The customer administered a correction injection to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.